Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that over the last 4 days patient has experienced severe and constant diarrhea. Caller said that patient is in memory care facility. Caller said that he sees patient every day and 3 days ago the setting was at 1.5 and said that he increased the setting to 2.5 however the next day when he connected said that the setting was back to 1.5 and said that this happened for several days. Patient said that today he set to 3.0 and took the programmer with him. Patient said that the staff at memory care facility doesn't know how to operate and doesn't think that the patient can reach the programmer as he typically keeps in a cupboard up high. The circumstances that led to the reported issue were unknown. Caller asked about ins battery longevity. Troubleshooting was unable to be performed as caller is not currently with patient. Agent did review icon meanings and caller said that he doesn't believe has seen the low ins battery icon yet. Caller said patient hasn't had ins checked at hcp office in a very long time, said that there is always a long wait for someone from manufacturer to be available. Caller said that has already sent a request to hcp through patient portal system. Caller said will be going to see patient tomorrow morning and will connect to implant to check the setting and call with an update. The patient representative was redirected to their healthcare provider to schedule device check if notices that the settings keep changing. The patient's relevant medical history included caller said that patient was diagnosed with having colitis.